Manufacturer narrative:
This follow up report is being filed to relay updated, and additional information. Concomitant medical products - 00811400100, cpt femoral stem, lot # 62599315; 65875305201, trilogy acetabular shell, lot # 62410493. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: item: 00877503603 name: head lot: 2738147.

Event description:
Patient's left hip was revised approximately 1 month post-implantation due to infection. No further information has been provided.